Event description:
The customer stated that one patient sample generated a higher than expected result for the architect ca19-9xr assay. A result of 52.19 u/ml was suspected and repeated at 10.62 and 8.86 u/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product (2k91-25) that has a similar product distributed in the us (2k91-27). (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed to evaluate the assay performance of lot 20278m500. The testing met acceptance criteria. The trend review identified normal complaint activity for the issue under investigation. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. A malfunction was not identified as well. This issue is limited to a single patient sample. The sample was retested with the same reagent lot and a lower result was obtained.